Event description:
Test strips will not scan on nursing unit. Others will scan properly. Distributor medline is opening a complaint and will advise on next steps on how to return to vendor for investigation.